Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave a remote alert indicating the host computer had a memory problem. The philips fse visited onsite and upon functional testing the fse determined that the host-pc was defective. The defective host-pc was returned for analysis, and it confirmed dimms failure. Due to manufacturing issues, dimms may not function as intended, leading to dimms issue. Philips has initiated a medical device correction (z-1156-2024). To resolve the reported issue the fse replaced the host-pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem. No harm was reported to philips. Philips has started an investigation of this complaint.